Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device cosmetic damage, scratches on the housing, wel grip, could not secure/lock cutters, had a sticky trigger, was making an abnormal/unexpected noise, insufficient/low power, and dirty liquid came out during operation. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky triggers, and check the oscillation frequency, it was noted in the service order that the connection part was loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.